Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incidence and other value was 142 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptom related high blood glucose such as nausea. The insulin pump will returned for analysis.